Manufacturer narrative:
The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was discoloration caused by heat on the outer cover of the centrifugal control unit. There was no delay of the surgical procedure. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.